Event description:
It was reported that the patient¿s battery is getting low and the patient is on very high settings. The neurologist believes the battery has depleted prematurely. The patient's settings were not provided. Programming history was attempted to be reviewed, however there was no history available. Device history records were reviewed and the generator passed all functional specifications prior to distribution. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.